Event description:
A service personnel reported that a handpiece did not give phaco power during more than 4 cataract surgeries. Fragmentation was not possible. The issue was noted by four different surgeons. The handpiece was successfully tested before surgeries. There was no patient harm. The handpiece was exchanged to complete the surgeries. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the phaco handpiece met specifications at the time of release. Full functional testing was performed on the returned phaco handpiece on a calibrated system. Ground resistance was first found to be along the acceptable range. The handpiece was then able to prime and tune on the system. Stroke testing was performed on a dynamic tuning fixture (dtf) and the handpiece was found to meet specifications. The root cause cannot be determined conclusively.

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).